Event description:
Related manufacturer report number: 2017865-2022-01067. It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high impedance. It was suspected that the lead was fractured or there was a loose screw on the on the implantable cardioverter defibrillator (ICD), causing the high impedance. When the patient was contacted for further examination, it was discovered that the patient had passed. The cause of death was unknown. The healthcare professional did not allege that the death was related to the ICD system. No additional information was reported.

Event description:
New information received noted that the high impedance values were detected post-mortem.